Event description:
Customer's mother stated that her son's endocrinologist suggested she have the device replaced because they have been having problems with the blood glucose meter reading accurately. The personal diabetes manager's meter will read between 140 to 10 mg/dl different from their back up meter. She also reported that they had to call ems because they could not get an accurate reading from either the pdm meter or the back up bg meter when her son was feeling low.

Manufacturer narrative:
The returned device was evaluated and found to be functioning within specifications. No malfunction or other product condition that would have caused the reported inaccurate readings was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and "if you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare provider immediately." It advised that "you should perform a control solutions test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel."